Event description:
It was reported to philips that there was a insufficient disk space problem with the image disk. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the user had to delete previous images to continue the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that there was an insufficient disk space problem with the image disk, which could impact imaging. Fse checked the log files and found the image processing pc was not done error and disk read error. To resolve the issue, fse recreated the image disk. After which the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the instructions for use (IFU), users have the ability to export entire studies or specific series and images from a study to a network location, dicom archive, or storage devices like usb flash drives or cd/dvds. Hence if the image disk is full then user should remove studies from disk to perform imaging. The risk of death or serious injury due to a repeat of this situation is not unlikely. Based on re-evaluation, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.